Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep is currently with a patient reporting that the ins is turning off by itself. The rep reported the event log is confusing. The rep sent images of the event log and also the recharging log. An event that occurred on (B)(6) 2022 which showed it had turned off did not correlate with 0% depletion on the recharge diary. It was discussed that most instances are related to a discharged ins. The rep created a manufacturer report and generated a usage report. The rep was redirected to it healthcare for the report to be sent to the manufacturer.  No patient symptoms were reported.